Manufacturer narrative:
Unit passed selftest. Pump received pump error 38 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Unit tested outside the pump and received pump error 38 at rewind. Pump error 53 found in the pump history (linenumber=5632 and filenumber=2005) due to software error. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had multiple insulin pump error alarms. Customer's blood glucose level was 185 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they are able to rewind the insulin pump. Customer performed self-test and displacement test and both were passed. Customer stated insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.